Manufacturer narrative:
Corrected data: product code. As reported, the patient had placement of the trapease inferior vena cava (ivc) filter. Per the medical records, the indication was chronic venous insufficiency and morbid obesity. During implantation of the filter via the right common femoral vein, the trapease filter was fired between the l3 and 4 level and lodged well vertically. The patient tolerated the procedure well. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, malfunction, including perforation and tilt, that causes injury and damage to the patient. Per the patient profile from (ppf), the patient reports perforation of filter struts outside the ivc, and a tilted filter. The patient also reports anxiety. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. The DHR could not be completed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, malfunction, including perforation and tilt, that causes injury and damage to the patient. The following additional information received per the medical records indicate that he patient underwent placement of the inferior vena cava (ivc) filter with a pre-diagnosis of chronic venous insufficiency and morbid obesity. The patient also has allergies to phenobarbital. During implantation of the filter via the right common femoral vein, the trapease filter was fired between the l3 and 4 level and lodged well vertically. The patient tolerated the procedure well. According to the information received in the patient profile from (ppf), approximately on or about thirteen years and eleven months post implantation of the ivc filter the patient became aware of the alleged events and reports to have perforation of filter struts outside the ivc, and a tilted filter. The patient states to live with anxiety of having a filter that could fail at any time, but that may not be retrievable without serious surgery. The patient also states to live with the fear that their filter has tilted within their vena cava and perforated outside of it.

Event description:
As reported by the legal department, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, malfunction, including perforation and tilt, that causes injury and damage to the patient. The medical records indicate that he patient underwent placement of the inferior vena cava (ivc) filter with a pre-diagnosis of chronic venous insufficiency and morbid obesity. The patient also had allergies to phenobarbital. During implantation of the filter via the right common femoral vein, the trapease filter was fired between the l3 and 4 level and lodged well vertically. The patient tolerated the procedure well. According to the information received in the patient profile from (ppf), approximately on or about thirteen years and eleven months post implantation of the ivc filter the patient became aware of the alleged events and reports to have perforation of filter struts outside the ivc, and a tilted filter. The patient states to live with anxiety of having a filter that could fail at any time, but that may not be retrievable without serious surgery. The patient also states to live with the fear that their filter has tilted within their vena cava and perforated outside of it. According to the information received in the redacted patient profile form (ppf), the patient additionally reports perforation of filter struts into organs with one prong perforating the right psoas muscle and another prong abutting the right iliac artery; filter migration and fractured filter struts retained in the body.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned including, perforation and tilt. Per the medical records, the indication was chronic venous insufficiency and morbid obesity. During implantation of the filter, trapease filter was deployed between the l3 and 4 level, with good vertical orientation. There were no reported complications. Per in the patient profile from (ppf), the patient reports perforation of filter struts outside the ivc and into organs (one prong perforating the right psoas muscle and another prong abutting the right iliac artery), filter tilt, migration, fracture and anxiety. The product was not returned for analysis. The DHR could not be completed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was reported that there was perforation of the ivc and organs; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.